Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the sling implantation procedure for incontinence, the ligaments stretched and broke when the ends were tightened. The hooks even poked out of the puncture site in the groin. The procedure was finally completed using another device. There were no patient complications.